Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('abnormal right essure device placement/failed essure device on right/ migration') and pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A78082), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "abnormal right essure placement". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic salpingectomy with removal of essure and laparoscopic salpingectomy with removal of essure and right laparoscopic fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy on date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6)2013, abnormal right essure device placement. Lot number#: a78082, manufacturing date: 2012-12, expiration date: 2015-12-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of product technical complaint. On (B)(6) 2020, plaintiff fact sheet received: no new information received. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abnormal right essure device placement/ failed essure device on right') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "abnormal right essure placement". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic salpingectomy with removal of essure and laparoscopic salpingectomy with removal of essure and right laparoscopic fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: abnormal right essure device placement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.